Event description:
It was reported that nurse stated that they have a low flow and an air leak alert on the arctic sun device. Nurse could not be at bedside; patient was in an isolation room. Mss gave instructions to nurse and was transcribed to use in the room. Nurse stopped therapy, empty the pads, disconnect the pads, and reconnect with proper technique. Mss advised that when therapy resumed if flow rate did not increase, or they still had alerts to please call from the patient room for additional troubleshooting. As per follow up information received via phone on 27sep2022, it was reported that the device was sent to biomed. Per person in biomed, the connection was wrong, and the issue was resolved with assistance from representative. It was unknown if there was any injury to the patient and if the therapy was completed.

Manufacturer narrative:
Per investigation findings, bd has determined that this event is not reportable the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated that they have a low flow and an air leak alert on the arctic sun device. Nurse could not be at bedside; patient was in an isolation room. Mss gave instructions to nurse and was transcribed to use in the room. Nurse stopped therapy, empty the pads, disconnect the pads, and reconnect with proper technique. Mss advised that when therapy resumed if flow rate did not increase, or they still had alerts to please call from the patient room for additional troubleshooting. As per follow up information received via phone on 27sep2022, it was reported that the device was sent to biomed. Per person in biomed, the connection was wrong, and the issue was resolved with assistance from representative. It was unknown if there was any injury to the patient and if the therapy was completed.